Event description:
An aneurx stent graft system was implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm approx five years ago. Aneurysm and vessel morphology were not reported. Medtronic received a copy of the voluntary medwatch form with the following info: it was reported that the pt had an aneurx stent graft implanted. The left limb occluded. The device used were a 22 x 13 x 13.5 and a 13 x 11.5. The pt needed emergency re-operation in three years post stent graft implant and almost died. The device is not available for eval.

Manufacturer narrative:
Secondary intervention - conclusion: lack of info and the stent graft was not returned for eval.